Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient receiving morphine [30 mg/ml] at a dose of 13.011 mg/day, baclofen [100 mcg/ml] at a dose of 43.37 mcg/day, clonidine [2400 mcg/ml] at a dose of 1040.9 mcg/day, and bupivacaine [5 mg/ml] at a dose of 2.1685 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient was having the pump moved from the left abdomen to the right abdomen due to the pump nearly eroding through the skin. It was indicated that the device did not actually rupture the skin and that there was some dimpling over the pump in the pocket. The area of erosion was the pocket. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. It was noted that the hcp was going to attempt to tunnel the existing catheter/pump connector from the left abdomen to the right abdomen. It was indicated that they were going to perform this with the large pump connector and no tunneling tool. The representative was unable to discuss further or answer questions as they were in the middle of the case in the operating room (or) at the time of the report. Later that same day on (B)(6) 2017, it was reported that the physician was able to pass the catheter from the left abdomen to the right abdomen and they saw fluid dripping from the connector. It was reviewed to consider the delay in drug delivery with drug dripping from the catheter and to consider accessing the catheter access port (cap) to aspirate one to two milliliters (ml) to confirm catheter patency and re-prime the total catheter volume (tcv). It was indicated that the event occurred at the beginning of march 2017 and that there was some small scabbing over the pump in the pocket and no cultures were done. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the physician did not culture, so it was not determined what caused the erosion. The patient¿s weight was unknown to the representative.